Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the patient required hospitalization. The patient outcome was noted as recovered without sequelae. The pump was used to deliver lioresal.

Event description:
It was reported that a patient had a pump replacement on the date of the report, which was noted to have been unremarkable. Then it was noted the patient¿s heart rated ¿bottomed out¿ and was bradycardic. A baclofen overdose was questioned. It was noted that the health care provider (hcp) stated the patient was on the same dose as prior to replacement, thus they questioned dosing for the patient. It was also noted that the hcp wanted to turn the pump off. The surgeon was referred to the patient¿s managing hcp to discuss dosing considerations. The patient name was unknown. The pump was delivering baclofen. It was later reported that the physician deduced it was not a pump issue. Additional information received reported that the hcp stated the patient was stable and doing fine and the hcp did not want the dose lowered. Additional information has been requested, but was not available as of the date of this report.